Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer is requesting a refund due to not understanding how to work the pump. Customer believes the pump is not functioning as intended and declined to troubleshoot or provide additional information. The customer was experiencing a blood glucose (bg) of 335mg/dl. Customer requested assistance in turning pump off and will rely on mdi until further training can be provided. Tandem technical support recommended that customer consult with healthcare provider prior to making any changes.